Event description:
A field service representative for the manufacturer was notified of an over-infusion incident during a preventive maintenance visit. The pump was reportedly programmed to deliver 1000 ml at a rate of 40 ml/hr, but was found to have infused 1000 ml in 12 hours. No pt injury occurred. No further details concerning the drug infused or pt information were made available.